Event description:
The lay reporter/husband contacted lifescan (lfs) on september 30, 2006 alleging that his wife's fasttake meter had been displaying false high readings. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info: wife experienced symptoms of low blood glucose, while her meter was displaying high results for two weeks in 2006. The pt had obtained elevated readings, which consisted of 309 mg/dl, 312 mg/dl, 454 mg/dl, 389 mg/dl and in the 450's. Her symptoms consisted of feeling weak, passed out three times in 2006, and felt agitated. The pt replaced the battery and meter was still displaying high results. Her readings prior to the elevated readings were 67 mg/dl, 62 mg/dl and 61 mg/dl, whichh were low for her; however, she treated herself accordingly. In event month, her physician increased her insulin according to the meter readings. After the new insulin regimen, her blood glucose readings on the fasttake meter were not going down; however, experienced symptoms of hypoglycemia. On an unspecified date and time during the night in event month, the pt took insulin according to the high result on the meter although she felt low. Reading was not provided. The following morning at 4:00am her husband contacted the paramedics because his wife was incoherent, mumbling and he thought she was having a stroke. By the time the paramedics arrived, the pt passed out. Her initial blood glucose reading on the paramedic's meter was 41 mg/dl. She was not tested on her lfs meter. She regained consciousness 2 hrs later. The pt was treated; however, there is no info on what she was treated with. Her reading after being treated was 141 mg/dl on hosp's device. That same day her physician advised her husband to come to his office and obtain a new meter. The pt started to use the new non-lfs meter and started comparing her fasttake meter to the non-lfs meter and noticed that the fasttake was reading higher than the non-lfs meter. Sometime after the incident, she experienced symptoms of low blood glucose and tested herself on the fasttake and obtained a 600 mg/dl. She contacted her nurse and was advised to take a brisk walk. She retested on the non-lfs meter and obtained a low reading and treated herself accordingly. Reading on the non-lfs meter was non provided. She started to use a non-lfs meter on a regular basis stopped using the fasttake meter. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. Pt did not want a replacement meter; however, wanted to return her fasttake meter. Customer care advocate (cca) sent the pt a pre-paid label. No further clinical info was provided about the incident. It would have been helpful to know about the previous times she had passed out, how long she was in the hosp and what she was treated with in the hosp. The complaint is being reported since the pt adjusted her insulin according to the meter readings and passed out. The meter readings did not correlate with her symptoms and she was treated for hypoglycemia by medical professionals.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.